Event description:
It was reported that the pump was triggering many occlusion alarms during infusion. No adverse effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no repairs in the last 12 months. The reported issue was confirmed by the event history log review. The probable root cause of the issue was found to be a defective dso sensor. The dso sensor was replaced. The device then passed all testing criteria after the repairs.